Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v353789, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v319151, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported there was high impedances on several contacts for the right stn after implantable pulse generator (ipg) replacement surgery on (B)(6) 2014. The impedances for electrode combinations case and 10, case and 11, 8 and 10, 8 and 11, 9 and 10, 9 and 11, and 10 and 11 were all greater than 40,000 ohms. Programming to pre-operative settings was not possible, which resulted in dyskinesia on the left side of the patient's body. The cause of the dyskinesia was reported to be due to programming, and that the issue was related to device or therapy but not related to the implant procedure. The issue resulted in in-patient hospitalization. The wires were detached and reattached to the ipg, and the issue was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# (B)(4) implanted: (B)(6) 2010. Product type lead. Evaluation codes updated to comply with FDA coding guidance updates. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event was related to the patient's lead.